Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that when using a sterilized drill through a sleeve, the sleeve and drill got stuck. The surgeon opened the spare drill tip and used it with another sleeve, but the same event occurred in other hole. After that, the surgery was completed using a 3mm k wire as a substitute and a tap.

Event description:
It was reported that when using a sterilized drill through a sleeve, the sleeve and drill got stuck. The surgeon opened the spare drill tip and used it with another sleeve, but the same event occurred in other hole. After that, the surgery was completed using a 3mm k wire as a substitute and a tap.

Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause. If the device is returned or if any further information is provided, the complaint report will be updated. H3 other text : device disposition is unknown